Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose levels at the time of call were 463 mg/dl. It was stated that the customer was nauseated and vomiting when admitted to the hospital. Troubleshooting was performed and the insulin pump passed the prime test. Troubleshooting revealed that the customer had changed the settings on the insulin pump the day prior to the hospitalization. The time was off by twelve hours. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.